Event description:
It was reported that this implantable pulse generator (ipg) generated an error code on (B)(6) 2012, for a flipped bit in the device ramware. After the reset the device restored to the programmed parameters via the backup eeprom memory. The diagnostics were restarted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).